Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was due to a high voltage pulse entering low level ground on the ca board shorting out the power supplies and damaging the ca pcb. As well, insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca were shorted. The root cause for the ca board damage and shorted igbts was unable to be positively identified. An internal corrective action has been initiated to investigate shorted igbts. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to power on.